Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the active blade broke in two pieces. There was no pt consequence.